Event description:
It was reported that after the iab was inserted, the balloon appeared to fill at the top and bottom, but not in the middle. The balloon was hand pumped and repurged, but it still did not fully inflate. The iab was removed and replaced without any complications.